Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing causing device classified false termination of events. It was also noted that atrial events appear to be falling into blanking possible preventing device to mode switch appropriately. The ra lead remains in use. No patient complications have been reported as a result of this event.